Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up. Fse inspected the system on-site and confirmed that the suite pc will not boot up, and suite pc was defective. Fse replaced the suite pc mdp and re-load suite pc software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not boot up. The device was not in clinical use. No harm to user or patient was reported. A philips field service engineer (fse) visited the system onsite and replaced the suite pc which returned the device to use in good working order.